Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blue particle was identified in a heparin bag which was attached to a solution set. This was discovered during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. The tubing of the returned sample was cut in half and kept in a container. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No particulate matter was observed on the returned sample including the tubing segment in returned container. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.